Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting treating a patient, the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.